Event description:
It was reported that the handpiece began leaking a red fluid during the cleaning process in spd. There was no pt involvement. The fluid came out of the device near the end of the saw. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service. An eval will be conducted, and a follow-up report will be submitted after the quality investigation has been completed.